Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the second day after the sensor was inserted, the patient noticed a skin reaction. The reaction consisted of redness, raised pustules, oozing, and a chemical burn-type the exact size of the adhesive patch. The patient stated they were seen by their physician and was treated with a course of oral antibiotics. The physician described the reaction as a chemical burn. No additional patient or event information is available.